Event description:
Revision of cormet left hip after 6 years due to loosening.

Manufacturer narrative:
(B)(4). Issue reported due to the revised cormet cup, but this is ous and coupled with a large diameter head which is not approved for use for tha in the us.